Event description:
Customer reportedly received results of hi and 112 mg/dl within 10 mins on the same device. No high blood symptoms. No action was taken based on device results. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.